Event description:
Additional information received reported that after the revision the health care provider (hcp) found the pocket adaptor set screws of the connector block were not well tightened. The patient was fine after replacement and the therapy was ok.

Event description:
It was reported the patient had a loss of therapeutic effect post device replacement six months ago. There were high impedance issues with "case and pole 10 and 11" that measured at "3900 ohms". This resulted in a loss of stimulation and therapeutic effect. It was noted that there was fluid in the pocket during the impedance test and the patient felt a shocking sensation in device pocket during this impedance test. The physician planned a revision for the system and the device was explanted at an unknown date. The patient was reported as alive with injury of muscle rigidity and language disorder. The patient's outcome was reported to have had less than 50% therapy relief. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 64001, serial# unknown, implanted: (B)(6) 2012, product type: adapter. (B)(4).